Event description:
It was reported that during an unk procedure, the cannula of the device broke in half. No pieces fell into the pt. A new device was used to complete the procedure. There was no adverse pt consequences reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.